Event description:
The original report received states that after the angioguard rx (complaint product) was prepared, the device was removed from the coil dispenser. The deployment sheath was observed partially peeled away and the filter guidewire was off the sheath. Analysis was completed and noted that the filter membrane was found damaged. The age and gender of the patient is unknown. The procedure was a carotid stenting. The device was prepped as per the IFU. The deployment sheath tip was not fully seated in the filter basket introducer, upon opening the package. No excessive force was used to dock the basket. There was no difficulty encountered flushing the filter introducer and deployment sheath. During prep, saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty docking the filter basket into the tip of the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The complaint product was not clinically used. Another new product (details unk) was opened and the procedure was completed successfully.

Manufacturer narrative:
It was reported that after the angioguard rx was prepared, the device was removed from the coil dispenser. The deployment sheath was observed partially peeled away and the filter guidewire was off the sheath. The complaint product was not clinically used. Another new product (details unknown) was opened and the procedure was completed successfully. The device was prepped as per the IFU. The deployment sheath tip was not fully seated in the filter basket introducer, upon opening the package. No excessive force was used to dock the basket. There was no difficulty encountered flushing the filter introducer and deployment sheath. During prep, saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty docking the filter basket into the tip of the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. One non sterile angioguard rx was received coiled inside of a plastic bag. An unzipped section of the deployment sheath was noted from 28.2cm to 30.2cm from distal end of the deployment sheath. The filter basket was received inside of the deployment sheath distal section fully seated. The coil tip distal section presented a wavy condition and a bend at 1.7cm from distal end. The filter basket was removed from the deployment sheath but the filter basket could not be deployed totally owing to the dry blood residual that presented the membrane and the struts. With inspection under a microscope the membrane was found damaged, the struts marker bands and the struts wire presented no damages. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported complaint by the customer as deployment sheath-premature peeling was confirmed based on the received condition of the device. According to the damages that the returned device presented, it is possible that an excessive force may have been used during the preparation of the device since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The exact timing of the filter basket damage cannot be determined. However, based on the presence of blood on the basket with report that it was not used in the patient, it appears that handling of the device may have contributed to this damage. Although based on the available information, no conclusion can be made, based on the analysis of the returned device, it appears that procedural/handling factors may have contributed to the event as reported and to the damage to the filter found with analysis. The device history records indicate that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.